Event description:
Customer called to report a hospitalization due to low blood glucose. Customer stated that his wife called the paramedics due to his erratic behavior. Customer was taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.